Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-23321. It was reported the patient's scs system was replaced. Reportedly, the patient's scs system leads had high impedance on multiple contacts. Consequently, the physician replaced the patient's entire scs system. The replacement system resolved the issue.